Event description:
Allergic reaction to sodium carbonate. Collecting a 24 urine sample with preservative of sodium carbonate. First started with itchy face, then burning of face and throat, itchy ears, itchy scalp, mid chest pain, feeling of swollen lips, all of which is still continuing after more than a week. I believe I have been allergic to other products but not aware that the problem was including frozen shrimp. Ramon noodles, detergents. Yet this was the worst reaction. Quest diagnostics.